Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, items were not populated for an extended amount of time when attempting to dispense from the cabinet. The customer stated that the pharmacy did not perform any action to populate the items, and both pharmacy and nursing staff were required to wait until the medications eventually appeared in the system. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, the technical support team confirmed that no messages were queued on the integration side, and the integration service was processing messages normally. The customer also confirmed that the issue had not reoccurred since the initial call. The case was closed after advising the customer to contact support immediately if the issue reappeared. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, items were not populated for an extended amount of time when attempting to dispense from the cabinet. The customer stated that the pharmacy did not perform any action to populate the items, and both pharmacy and nursing staff were required to wait until the medications eventually appeared in the system. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.